Event description:
It was reported that the pump experienced a malfunction. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support provided assistance by giving pump reset information and helping with the reset process. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issues arise.